Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. Pitch cable breakage occur when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. No image or video clip for the reported event was available for review. A review of the device logs (attached) for the tenaculum forceps (part# 420207-10 / lot# n10210920-681) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2022 via system serial# (B)(4) for a myomectomy surgical procedure. There were 5 uses remaining after this last usage. This complaint is being reported due to the following conclusion: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had broken cables. The procedure was completed with no reported injury using a backup instrument of the same kind. Intuitive surgical, inc. (Isi) contacted the initial reporter, but was not able to obtain any additional information about the complaint.